Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the clinic for follow-up. During interrogation, the pulse generator exhibited backup vvi as a result of attempted communication with the programmer. The programmer was switched and device restoration was performed without any further problem. No patient symptoms were reported.